Event description:
It was reported that during the procedure, the patient was possibly burned by the device. No surgical delay or medical intervention was reported and the case was successfully completed.

Event description:
It was reported that during the procedure, the patient was possibly burned by the device. No surgical delay or medical intervention was reported and the case was successfully completed.